Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification and the usb cable no longer charged the pump. Reportedly, the customer reloaded the same cartridge and was able to charge the pump with an alternate cable to resolve the issues. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. The cause was unknown. Customer consumed carbohydrates to address low bg. Reportedly, the customer became delusional and unable to focus. Customer required third party assistance to address low bg, however the customer did not provide additional details on assistance provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.